Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to site issue on (B)(6) 2018 with blood glucose of unknown. The customer was prescribed ointment and put a derma patch on it. Site issue was under the insertion of the sensor cannula under the skin. The device will be returned for analysis.